Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. The customer worked with technical support to reset the pump, and after the reset, the error did not reappear. The sensor session was successfully initiated.